Event description:
It was reported that the patient presented in the ER with alerts for low impedance. The device had inhibited therapy due to potential output circuit damage. Insulation damage with exposed conductors was observed via fluoroscopy. Fracture suspected. Lead was capped and a portion has been returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Only a partial lead measuring 17.9cm from the connector pin was returned for analysis. Analysis was normal. No anomaly found.